Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. The customer's blood glucose (bg) level was greater than 240mg/dl and the customer delivered correction boluses to address the bg level. The customer changed their pump supplies in order to resolve the occlusion alarm. The customer stated they were on the lean side and were aware of site selections. As the customer was not receiving an occlusion alarm when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed.